Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding, right heart failure, cardiac tamponade, hemorrhagic shock, and patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas IFU lists bleeding, right heart failure, and pericardial fluid collection as adverse events that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The centrimag event is reported within MFR report number 2916596-2019-03054. Approximate age of device: 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019 due to hemorrhagic shock. The patient suffered cardiac tamponade shortly after implant in intensive care unit (ICU) and was emergently taken back to operating room (or) for a chest wash out. The patient was started on centrimag for right ventricular support. Hemoglobin dropped below 4 g/dl. The patient refused a blood transfusion, which contributed to the hemorrhagic shock per healthcare professionals. The death was not thought to be device related and the equipment operated as intended. No autopsy was performed and the device was not explanted.